Manufacturer narrative:
Event regarding corrosion involving a v40 cocr lfit head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis confirmed "the debris was consistent with a corrosion product from the head and biological material. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "no clinical or past medical history and no MRI images or report are available for review and no histopathology diagnostic of pseudocyst, altr or metallosis is noted. After nearly six years in situ in this obese patient, some corrosion limited to the trunnion within the femoral head is not unexpected. No material or manufacturing defects were observed on the head in the material analysis report. There is no evidence that factors of faulty prosthetic components were responsible for this clinical situation." Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that debris and evidence of corrosion taking place was observed on the taper of the returned femoral head. Clinical review noted "after nearly six years in situ in this obese patient, some corrosion limited to the trunnion within the femoral head is not unexpected." The exact cause of the metal head corrosion could not be determined because further information such as histopathology reports are needed to complete the investigation for determining the root cause. If additional information become available, this investigation will be reopened.

Event description:
Surgeon removed existing 36mm +5 v40 femoral head and replaced it with a +7.5 v40 biolox.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon removed existing 36mm +5 v40 femoral head and replaced it with a +7.5 v40 biolox.